Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as there is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable as there is no indication the lens was implanted. Hence, not explanted. An attempt was made to obtain the missing information; however, customer said no further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was not implanted due to a haptic malfunction. Follow-up was done but no further information is available.

Manufacturer narrative:
Corrected data: this is to correct the initial submission section h4, device manufacture date. It states oct 27, 2022 but should have stated oct 28, 2022. Field below is updated: section h4, device manufacture date: oct 28, 2022 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.